Event description:
A 46 year old female patient contacted lifecor customer support to report that she was getting a service 29. Service code 29 is a charge profile fault. Support sent the patient a replacement monitor.

Manufacturer narrative:
Evaluation summary: device evaluation of monitor had been completed. The reported problem (code 29) was confirmed. The cause of the reported problem was a defective capacitor bank within the monitor. The capacitors could not charge. R46, the discharge resistor, was also burnt. The defibrillator board was replaced. The monitor was retested and restocked. The root cause of the defective capacitor bank is unknown, but is likely random component failure. No adverse event resulted from the monitor failure. The patient received a replacement monitor.